Event description:
The customer reported via email that their blood glucose rose to 400 mg/dl. The customer stated, the insulin pump did not alert them of a high blood glucose. It was also found the customer's sensor glucose was around 200 mg/dl during this incident. Customer also reported several other events where their sensor and blood glucose readings were off. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.